Manufacturer narrative:
MFR site and MFR date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn.

Event description:
A pt underwent a revision procedure at hopital (B)(6). Pt was initially implanted with a zero-p at c4-c5 and a prodisc-c nova rectangular at c5-c6. The cutting guide moved anteriorly a number of times even though the surgeon tightened the retainer compression force to the point where the inferior pin came loose. C6 bone quality was appreciably less than c4 and c5. Post implant, pt experienced aseptical loosening of the prodisc-c nova inferior endplate in c6 with migration of the inferior endplate (cranial vb-endplate of c6) in posterior anterior direction. Surgeon confirmed that the prodisc-c nova was implanted even though there were proves for an existing hypermobility of the treated spinal segment which is a clear contra-indication.